Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to discomfort and pain in the penis, that was caused by malposition of the distal tips of the cylinders. The device was removed and replaced and there were no additional patient complications reported.